Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a broken stopper and plunger rod on a bd ultra-fine¿ insulin syringe before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: two investigations were performed. First investigation summary: customer returned (1) 1/2cc, 12.7mm, 29g syringe in a sealed blister pack from lot # 5292637. Customer states that there is a broken stopper and broken plunger rod. The returned syringe was examined and exhibited a deformed stopper in the barrel and a broken thumb press on the plunger rod. Second investigation summary: sample was forwarded to manufacturing (holdrege) on (B)(6) 2018 for further review. On (B)(6) 2018, holdrege received one (1) 0.5ml, 12.7mm, 29g syringe in an opened blister pack from batch# 5292637. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. CAPA 122939 was initiated by the holdrege plant to address deformed/damaged stoppers and their associated root cause(s). Batch# 5292637 was manufactured prior to initiation of this CAPA. As per manufacturing, a review of the device history record was completed for batch# 5292637. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200631455, 200630905] noted that did not pertain to the complaint. Severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint for broken stopper and the 1st related complaint for broken plunger rod on lot # 5292637. Based on the samples / photo(s) received the investigation was able to duplicate or confirm the customer¿s indicated failure (deformed stopper and broken thumb press). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. Probable root causes: for broken plungers dry barrels (insufficient silicone) from the prep dial that result from a silicone gun not firing. Insufficient silicone leads to difficulty exercising the plunger, and can thereby result in broken plungers. Plunger screw jams that would damage plungers, i.e., they break plungers. Bowed plungers that do not get seated, and get broken off at the delrin wheel.